Event description:
A patient reported that following replacement of their implantable neurostimulator (ins), they spent 15 days in the hospital. The pain was uncontrollable and the patient did not know what happened but she could not even lift her right leg off the ground. The indication for implant was rsd/causalgia-complex regional pain syn. Additional information was received from the manufacturer representative. It was reported that the manufacturer saw the patient post-operative while she was inpatient to assist with recharging after her replacement. It was reported as unknown as to whether it was related to procedure, device or therapy. No actions were taking regarding the patient¿s pain as it was unrelated to the function of her stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.